Manufacturer narrative:
Device evaluation: six samples were received unused; only two of them corresponded to lot 4192151 reported in this complaint. Visual inspection noted it was not possible to detect any condition that will cause a leak. Functional testing found the devices passed the test. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed due samples provided do not show the failure mode reported; no failure identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not work as intended due to a leakage issue. The device was removed and the patient was re-intubated. This occurred four times for a single patient. Two devices passed the pre-intubation cuff inflation test. Once placed in patient, the cuffs deflated. No adverse patient effects were reported by the customer additional events can be found in (B)(6) .